Manufacturer narrative:
(B)(4). The device was not returned for investigation. The device history review investigation did not show issue related to the complaint. Non-deflation could occur due to various reasons. However, in the absence of a sample and limited information, further investigation could not be conducted and therefore the complaint cannot be confirmed. The root cause is unknown. Teleflex will continue to monitor and trend related events.

Event description:
During removal of a two way foley catheter #8, the balloon did not deflate with usual techniques; it required a urology consult and surgical intervention for removal. The patient's condition is unknown at this time.